Manufacturer narrative:
The most recent qc test had acceptable results. The investigation determined that there were numerous sample probe alarms. The technician exchanged a sample probe and adjusted it on (B)(6)2021. After the replacement and adjustment, no further issues were reported. The investigation determined the event was consistent with a misadjusted/contaminated sample probe and insufficient sample volume due to pre-analytical handling issues.

Manufacturer narrative:
The country of origin is (B)(6). Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of a questionable hba1c result for one (1) patient sample on a cobas c 503 module analyzer. The initial result was 5.13% and the repeat result was 6.09%. A higher result was expected and 6.09% reported outside the laboratory. No incorrect results were reported outside the laboratory. The reagent lot number is 472019 with an expiration date of 31-aug-2021.